Event description:
Reporter alleged blood glucose measured 114, 154, 112, 187, 198, 235, & 230 mg/dl all taken within 10 minutes back to back. It was stated customer then tested glucose to be 444 mg/dl back to back with a result of 156 mg/dl taken 10 minutes apart. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.